Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was 15.4 mmol/l. The customer reported that they was not received the replace battery now without a low battery warning. The customer was advised to insert new energizer battery. This was the second occurrence of replace battery now without a low battery warning. The customer was advised the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The insulin will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. (B)(4).